Manufacturer narrative:
Pending.

Event description:
Caller alleges discrepant results with meter compared to lab. Customer did correlation study. Stated that the therapeutic range for most pts is 2.0-3.0 and that the time between meter and lab draws was 5 mins.